Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with mild calcification. Pre-dilatation was performed and the 2.75 x 23 mm xience v stent delivery system (sds) was inserted; however, resistance was met with the calcium during advancement and removal, and the stent dislodged in the vessel. The physician maneuvered the stent back to the introducer sheath; however, he lost his grip and the stent dislodged in a side branch. The stent was left in the anatomy, and un-deployed. The target lesion was treated with dilatation. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system was returned for evaluation. The stent implant had dislodged from the tightly balloon and was not returned, thus confirming the complaint. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.